Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that "suture breakage occurred a lot of times." - please confirm the quantity of devices involved in the reported event. 6. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the issue with the 6 devices: did the suture pull off the needle on each device? Or did the suture break on each device? Or did the suture break and the needle pull off on each device?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, suture breakage occurred a lot of times and the suture detached from the needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/9/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Six winding formers with a needle suture combination each, and eleven unopened samples were received for analysis. Product code eph7477h. This product code is double-armed. During the visual inspection of the six open samples, the swage and attachment area were noted as expected. The sutures were dispensed and no anomalies were found. To evaluate the condition of the unopened samples, the packets were opened. The swage area was noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed in all samples using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2024. Additional information was requested, the following was obtained: please clarify the issue with the 6 devices: did the suture pull off the needle on each device? Or did the suture break on each device? Or did the suture break and the needle pull off on each device? The sales rep reported that suture pull off the needle in six devices. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.